Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and low impedance over the past several months. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.